Event description:
During the surgery, the blade was broken into the surgical wound site into the patient. The surgeon removed some parts from the blade into the patient. The patient has been advised after surgery regarding this problem. An internal report has been produced at the hospital.